Manufacturer narrative:
Reporter phone number (B)(6), b3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. The patient was scheduled to have their ipg replaced on (B)(6) 2024. The surgery was cancelled as the patient decided they wanted the replacement in melbourne and not sydney australia. Surgery is pending re-scheduling. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.